Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt was not receiving effective stimulation. It was also reported the pt experienced a short, temporary pain in her head and neck once when she turned the stimulation off. An sjm rep met with the pt and reprogrammed her sys and the pt rec'd good stimulation coverage. However, a week after the pt met with her physician's assistant and felt the stimulation was too strong after the reprogramming. Follow-up identified the pt underwent surgical intervention to replace and reposition the leads and obtain effective coverage. The physician also relocated the ipg closer to the cervical lead in order to eliminate the use of extensions. Two extensions previously implanted were removed. There was no know or alleged deficiencies with the ipg or the extensions. Add'l follow-up identified the pt is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.